Event description:
This report is being submitted to retract the initial report with MFR report number 0002023141-2024-00072. Customer reported the implant did not disengage from driver. It was dropped before placed on driver. This event is a courtesy implant replacement and not a complaint. This is a non-reportable event. No additional reports will be submitted under MFR report number 0002023141-2024-00072.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this report is being submitted to retract the initial report with MFR report number 0002023141-2024-00072. Customer reported the implant did not disengage from driver. It was dropped before placed on driver. This event is a courtesy implant replacement and not a complaint. This is a non-reportable event. No additional reports will be submitted under MFR report number 0002023141-2024-00072. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant disengaged from the driver and fell to the floor during placement. Procedure completed with another implant.